Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration and qc data were acceptable. The field service engineer completed a full system check and performed precision testing. The customer performed qc and repeated the patient's sample with questionable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas integra 400 plus. The customer reported that qc prior to patient testing was acceptable. The patient's initial calcium result was not reported outside the laboratory. The customer sent the patient's sample to a different laboratory for testing. The patient's initial result was 15.84 mg/dl, and the patient's repeat result at the different laboratory was 9.7 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 51859201 with an expiration date of 28-feb-2022.